Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that diagnostics revealed low impedances on the patient's lead. X-ray confirmed the lead pulled out of the ipg. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.